Manufacturer narrative:
In response to form (B)(4) issued to spectranetics on 05-nov-2010, observation #2, all vigilance reports filed, will also be filed with the FDA for all same/like devices sold in the us.

Event description:
A (B)(6), male, unsuitable for surgery, underwent a laser assisted peripheral coronary intervention of the lad. Both lad and 1st diagonal artery were calcified, creating a diseased bifurcated segment. Both rca and circumflex artery were also significantly diseased. The catheter passed easily through the lad lesion. During the last laser train the pt experienced chest pain. An angiogram was performed showing staining in the diagonal territory (away from the lased area). The physician performed balloon inflations to seal the perforation, followed by stent implantation, which initially sealed the leak. Only toward the end of the case was continued extravasation noted, following chest pain. A ptfe stent was implanted, which successfully sealed the leak. As the pt was leaving the dept, he complained of more chest pain. An angiogram revealed thrombosis of the covered stent back into the lad. The pt had disease in both the circumflex and rca and the coronary flow was not sufficient to prevent an arrhythmia. The pt died ultimately from acute thrombosis of the covered stent.